Event description:
It was reported that a merlin.net transmission showed charge time limit being reached. The device was reprogrammed. Patient will be followed-up in a month.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.